Event description:
It was reported the case is cracked/broken. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is broken and battery contacts are compressed. One board connector cable is out of specification (pinched flex). Battery flex, lead flex cover, and battery release are contaminated. Upper and lower cases, ring cover and two side bail covers are broken. Ring and two side bails are missing.